Event description:
It was reported that during a diagnostic coronary procedure with radial artery access, spasm of the radial artery was noted without resistance upon advancement of the 190 cm bhw hydro j so the procedure was modified to use a femoral access. The diagnostic procedure was completed with success and no clinically significant delay was reported. In (B)(6) 2011, the patient complained of pain in the right arm and cervical area. Radiography at another hospital revealed a guide wire piece in the radial artery. A cine was performed on (B)(6), 2011, revealing pseudoaneurysm at the humeral at the proximal tip of the guide wire, and confirms the distal location of the wire in the vertebral artery of the other tip of the guide. On (B)(6), 2011, intervention, percutaneous transluminal coronary angioplasty, failed to retrieve the guide wire piece. On (B)(6), vascular surgery was performed to successfully retrieve the piece of wire from the pseudoaneurysm. The patient was reported to be doing well after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported device issue. Scanning election microscopy analysis indicates that both the separation of the tip and the separation of the core were due to ductile overload, which indicates that the device was likely experienced a pulling force beyond its design limitations. A cine was returned for the initial procedure ((B)(6) 2011) and the later one ((B)(6) 2011) that removed the separated portion of the guide wire. The images of the initial procedure confirmed that a procedure occurred, but did not show anything relating to the initial separation. The images of the later procedure show the radiopaque tip being fractured and appearing to lie outside the vessel lumen. Overall, the cine confirms the reported conditions and shows the tip separation that was noted per the returned device analysis. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.